Manufacturer narrative:
The date of event was estimated as (B)(6) 2017. It was reported that the onset date of the infection was in (B)(6) 2016, post pump exchange on (B)(6) 2017. Reference MFR report # 2916596-2016-01870 for the report of the pump exchange due to pump stops and driveline issues. Reference MFR report # 2916596-2016-01870 for the report of the pump exchange due to pump stops and driveline issues. (B)(4). Approximate age of device ¿ 1 day. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had an infection which began post pump exchange in (B)(6) 2016. The patient had been admitted multiple times for staphylococcus infection of the pump pocket and driveline. Treatment included unspecified IV and oral antibiotics. In (B)(6) 2016 an incision and drainage (I and d) was performed with wound vac placement. The patient was also listed as status 1a for transplant.

Manufacturer narrative:
No equipment was returned for evaluation. A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records including the sterilization and packaging documentation revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.